Event description:
The facility stated that the aa4203tl toric silicone lens was loaded into the cartridge but not used. When the returned product was received written on the unit carton "opened in eye, p/c open, removed" it is unknown if the product caused or contributed to this event. The injector model that was used was a msi-tr and the cartridge that was used was a mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.